Manufacturer narrative:
(B)(4). An abbott country service and support specialist advised an on site abbott representative to check the architect c8000 analyzer's mixer and it was found not to be working correctly. The mixer was replaced and repeat testing verified the issue was resolved. The age of the mixer was not made available. A review of complaint records found that the customer's history included no recurrence of erratic results for lithium and/or other assays. No adverse trends in association with the complaint issue currently under evaluation were found. The lithium assay package insert, ln 08l25-01 ((B)(4) 2007 (B)(4)) and the architect system operations manual ((B)(4) 2009) both contain adequate information to address the customer's issue. Based on the available information, the elevated lithium assay result was caused by a malfunctioning mixer. Troubleshooting to resolve the issue is consistent with information provided in the operations manual. A deficiency was not identified. This is a final report.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer states that one patient sample generated an initial lithium assay result of greater than 3.0 mmol/l when tested on the architect c8000 analyzer. The sample retested at less than 1.0 mmol/l, which was in line with the patient's clinical condition. Upon troubleshooting the customer found that the analyzer's mixer #1 was not performing correctly. No suspect results were reported from the lab. There is no impact to patient management reported.